Manufacturer narrative:
Evaluation summary: a piece of the lens was returned. Solution is dried on the lens portion. The returned portion appears to be less than ¼ of the optic (triangular shaped). The haptic attached to this portion is broken-gusset area. Cracked areas are observed. No imbeds or abnormalities were observed. The customer indicate the use of an approved cartridge. Iol product history records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an approved viscoelastic. The handpiece indicated is not approved for use with the cartridge. The product investigation could not identify a root cause. (B)(4)

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received. Initial reporter. Zip code is not indicated at this time. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).

Event description:
A surgeon reported that the patient claimed to experience a drop in eyesight on the third day following an intraocular lens (iol) implant procedure. Fibrin was causing fogginess over the iol optic of the patient. The fibrin had spread within the patient's anterior chamber like a spider web and there were fibrin sediments also found. There were no problems found during the postoperative observations done by the surgeon right after the surgery to three days after the surgery. On the fifth postoperative day, the iol was exchanged, the anterior chamber was cleaned and antibiotics were injected into the patient's vitreous humor. The surgeon suspects that the patient's body overreacted to the iol material causing endophthalmitis. Additional information was received which indicates that after surgery, steroids were injected under the conjunctiva and there was no significant deterioration seen. On the fourth postoperative day the patient experience vision loss. The next day symptoms of endophthalmitis were observed. Antibiotic were injected into the patient¿s vitreous and an anterior chamber cleaning was performed. A bacterial test was not conducted, but the sample of anterior chamber water is stored. The patient is recovering. Further information was provided indicating that cultures were performed (negative), there was light hyperemia observed under the conjunctivae due to injection. The physician diagnosed aseptic endophthalmitis because the conjunctiva was normal. There are two medical device reports associated with this patient. This report is for the right eye.